Event description:
It was reported that there was a one-hour delay in surgery due to a tibial insert not sealing inside of the tibial baseplate. This is not believed to be a lot issue since the balance of the ten-piece lot has been implanted without incident.